Event description:
Rptr alleged the customer obtained a discrepant blood glucose result of about 500 mg/dl on the advantage system compared back to back with a result of 126 mg/dl on the diabetes nurse educator's meter when testing was performed less than 10 mins apart. Rptr did not indicate that he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspected device and replacement product was sent.